Event description:
It has been reported to philips that when the customer attempted to install software for the touch screen module (tsm), the system stalled at 77% with a philips logo and spinning circle. The system was not in clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Trouble shooting actions showed a problem with corrupted software on the suite computer. The fse reinstalled the software on the suite computer, which restored all of the system computers including the tsm. The system was returned to use in good working order.